Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had total knee arthroplasty, was removed due to infection. Antibiotic spacer was placed in joint with expired depuy gmv cement. The cement expired on (B)(6) 2019. I do not have a copy of the stickers. The hospital purchased this cement independently and it is part of their stock/inventory. It was only after the cement had been mixed and used in the spacer that the expiration date was noticed.